Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited far-field oversensing of atrial fibrillation on the left ventricular (lv) lead channel, leading to lv pacing inhibition. Technical services (ts) recommended evaluating whether an alternative sensing configuration could mitigate the oversensing. Additionally, ts advised further assessment of the lv lead to rule out lead movement. No adverse patient effects were reported. This lv lead remains in service.